Event description:
Device was set to delvier 65 ml/hr. Volume at 60 ml/hr. Tube feeding infusion over 30-35 minutes versus 1 hour causing vomiting. There was no illness, injury or medical intervention resulting from the event. One pt involved.